Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a patient had a ventriculoperitoneal (vp) shunt operation for normal pressure hydrocephalus (nph). According to the report, the device was adjusted to 1.5 during the operation, and it was lowered to 1.0 on the second day after the operation, but they did not see any improvement though there was marked improvement in the patient's walking after a lumbar puncture (lp) before the operation. Two months later, the patient was taken to the neurosurgeon, but they were told to wait. While they were waiting to get better, they fell backwards and broke their hip. At the hospital where the patient had surgery for their hip fracture, a neurosurgeon warned them that the device was not working as they had not seen any improvement at all, but still their neurosurgeon refused the fact that there could be a problem with the device. Reportedly, a month ago, the device was adjusted to 0.5. The next day, a lp was performed emptying 15ml of cerebrospinal fluid (csf). In the morning of the 3rd day, on the way to the brain CT scanning, there was marked improvement in the patient's walking, but a week after the lp, their walking almost stopped, they had apathy, they were lethargic, and sleeping for most of the day. In short, they were much worse compared to her pre-adjustment state. A neurosurgeon saw the patient at home and told them that it looked like there was a problem with the device. A neurosurgeon recommended self pumping the device which seemed to help with the patient's cognition and walking. However, a neurosurgeon recommended a revision operation, and the patient will be going for it.